Manufacturer narrative:
Additional information was added: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three unspecified elastomeric devices under-infused. The devices contained 12g flucloxacillin. It was further reported the devices flowed after disconnection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.